Event description:
Following neurosurgical procedure, head holder was removed. Following removal, it was noted there were depressions at pin sites on bilateral posterior temporal areas of skull. Pt taken to CT scan immediately post-op where possible decompression fractures on bilateral posterior temporal areas of skull were identified along with hematomas. Pt then taken to or to reduce hematomas. Pt discharged to surgical intensive care unit without further incidents.